Event description:
A voluntary medwatch (#1034228) was received from the FDA, completed by a pt who reports that a custom cornea enhancement was performed on the left eye following initial lasik in 2003. The pt alleges their eyesight was, "worse, nearsighted again with multiple vision effects when looking at a point of light" following the enhancement. The pt was seen by three other surgeons who indicated there were corneal irregularities from the enhancement surgery. The pt also alleges that the consulting surgeons felt the software was "unstable" and "not sophisticated enough" to be used for enhancement surgery. No further info was provided. Product labeling states under the precautions section. "The safety and effectiveness of the ladarvision 4000 system for wavefront-guided lasik correction have not been established in pts with prior history of refractive surgery (for example, rk, prk, lasik).